Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent urinary tract infections with hematuria, post operative large volume urinary retention, bladder pain, urinary frequency, and urinary urgency. She had an emergency department visit for persistent urinary tract infections. The patient had device explantation with anterior colporrhaphy and cystoscopy.